Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device device code (B)(4) and patient code (B)(4) pertain to the lead.

Event description:
Information was received from a consumer with an external neurostimulator (ens) for urge incontinence and urgency frequency. The patient reported that they felt like they needed to turn stimulation up to feel it. The patient stated that when testing they felt it was up too high on the right side. It was noted that the leads could have moved a little when the patient was moved after the procedure. It was also felt that they had to push it too high on the right side, so the patient started on the left side then. No further complications were reported or were expected.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, implanted: explanted: product type: screening. Device fdc code (B)(4) pertains to the ens and fdc code (B)(4) pertains to the lead. If information is provided in the future, a supplemental report will be issued.